Event description:
Customer reported she was hospitalized. Blood glucose value at the time of admission was 300 mg/dl; treated with potassium drip. Customer had high blood pressure and was vomiting. Customer changed out the site and blood glucose went back down. Customer also stated that she has had some sensor reading discrepancies. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report numbers 2032227-2014-73069, 2032227-2014-73070 and 2032227-2014-73071 related to this event.